Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation devices were implanted to treat an abdominal aortic aneurysm on (B)(6) 2018. On (B)(6) 2018, endologix was made aware of a type 1a endoleak. The patient is current in stable condition. A secondary procedure is planned but has not been scheduled as of the date of this report.